Event description:
Impactor broke druing use.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: correction: manufacturing facility: depuy orthopaedics, (B)(4). Examination of the submitted impactor confirmed the fracture along the slot that connects with the universal handle. A complaint search found other reported incidents of breakage/damage. Previous investigations found evidence the impactors were not properly aligned prior to impacting, contributing to fracture. Examination of the current returned impactor showed significant gouging. The root cause is being attributed to misuse. Trends are currently being monitored through post market surveillance (B)(4).